Event description:
Reporter indicated that vns pt experienced two episodes of bradycardia (decrease in heart rate to 50 bpm) during initial implant surgery. The pt's normal heart rate is documented as being 78 beats per minute. The pt was under general anesthesia with sevoflurane at the time of the events. Neither episode occurred during device diagnostic testing. It was reported that the first episode occurred while the surgeon was dissecting to the vagus nerve and just after administration of additional unknown paralytic agents by anesthesiologist. The pt's heartbeat returned to normal with intervention (administration of unknown medication). Device diagnostic testing was performed with the generator outside the pocket and was within normal limits and without incident of bradycardia. Repeat device diagnostic testing was performed with the generator inside the pocket and was also within normal limits and without incident of bradycardia. While the surgeon was closing and just after administration of robinul and neostigmine, the pt experienced the second episode of bradycardia. The pt's heartbeat returned to normal with intervention (administration of unknown medication) and the procedure was completed without further incident. A third device diagnostic test was performed upon completion of the procedures and was within normal limits and without incident of bradycardia. The pt's device was not programmed to on and the time of implant surgery. The pt was not hemodynamically compromised and hospitalization was not prolonged as a result of the bradycardic events. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Anesthesiologist confirmed that he had just administered medications to the pt each time the bradycardic events occurred and that bradycardia was possible after administration of these medications.

Event description:
Further follow-up revealed that the device was programmed to on without incident of bradycardia. The two episodes during the implant procedure were most likely due to the medication administered by anesthesiologist.